Manufacturer narrative:
Discrepant negative antibody screening result for a single patient sample having an anti-d(rh1) antibody. The root cause could not be determined. While incident was logged as a phsp, the instrument is subject to potentially being the root cause. No general failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
A customer is reporting a discrepant negative antibody screening result for one patient sample using the ortho biovue system in conjunction with an ortho vision biovue analyser. Software version: (B)(4). The customer reported that on (B)(6) 2019, they had tested a patient sample for antibody screening in the indirect antiglobulin test (iat) using 0.8% surgiscreen lot 8ss9070 in conjunction with their ortho vision biovue analyser (j60002116) and that they obtained a negative reaction with all three cells of the red cell reagent. The customer reported that they were able to identify an anti-d(rh1) antibody for this patient in conjunction with their other three analysers and obtained a weak positive result (0.5+ reaction strength) on all three analysers. No further detail was provided. The customer reported that no biased result had been reported to a physician. The customer reported that the patient had not been harmed as a result of the reported event.